Event description:
It was reported that during a preparation for a coronary stenting treatment procedure, a shaft break occurred. The lesion was located in the right coronary artery (rca). The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "stable".